Event description:
A malfunction alarm was reported by a distributor for a pump within warranty in sweden. There was no reported information regarding the customer's blood glucose level at the time of the event. The customer followed proper technique by loading a second cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer declined to share their backup therapy information and opted not to receive goodwill cartridges. Tandem technical support issued instructions to return the faulty pump using a pre-paid label and provided a replacement pump.